Manufacturer narrative:
Manufacturer's investigation conclusion: examination of the submitted images confirmed a tear in the sealed outflow graft while the pump was implanted; however, a specific cause for this finding and an exact duration of time for which the graft was torn could not be conclusively determined through this evaluation. As a precautionary measure, the relevant sections of the device history records for the sealed outflow graft were reviewed and showed no deviations from manufacturing or quality assurance specifications. It should be noted that the manufacturing procedure includes a step for visually inspecting graft fabric cleanliness, verifying that there are no holes, tears, loose ends, inconsistencies, or noticeable debris. This sealed outflow graft passed all relevant steps at the time of manufacture. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Additionally, the relevant sections of the device history records for the sealed outflow graft, lot number 7578170 were reviewed and showed no deviations from manufacturing or quality assurance specifications. It should be noted that the manufacturing procedure includes a step for visually inspecting graft fabric cleanliness, verifying that there are no holes, tears, loose ends, inconsistencies, or noticeable debris. These grafts were further inspected verifying that there was no damage, wrinkles, creases, or soiling. All 24 parts from lot number 7578170 passed these steps on 29jul2020. The manufacturing date of the sealed outflow graft is 25nov2019, and the expiration date is 25nov2022. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. Section 5 "surgical procedures" provides instructions on how to anastomose the outflow graft and states to ensure that the suture line is secure with no blood loss. Section 5 (under "securing the pump and connections") states that when the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr, international normalized ratio, range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also contains a section on "blood leak diagnosis", and explains that a blood leak from any implanted component of the system can be identified through unexplained internal bleeding (beyond the perioperative period following implant), possibly with painful distension of the abdomen or tamponade. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump exchange due to driveline damage is reported under MFR # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient underwent a pump exchange due to driveline damage. Following the exchange, a graft patch was placed on the new outflow graft where persistent oozing was occurring. Additionally the surgeon wrapped the driveline around the the circumference of the pump to reduce the risk of future damage to driveline.